Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2019-00481. Reference MFR. Report# 1627487-2019-00483. It was reported the patient experienced an infection located at the lead site while the trial lead was implanted. As a result, the patient underwent an emergency surgical procedure wherein the lead and both extensions were explanted. Reportedly, the patient received ongoing antibiotic treatment.

Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2019-00481; reference MFR. Report# 1627487-2019-00483. Additional information received identified the patient underwent a permanent implant procedure (B)(6) 2019. Therapy was restored post operatively.

Event description:
Device 2 of 3: reference MFR. Report# 1627487-2019-00481. Reference MFR. Report# 1627487-2019-00483. Additional information received identified the issue was resolved.